Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the straight suction would not consistently verify. Another instrument was used to verify anatomical landmarks. There was no reported impact on patient outcome. Another instrument was used to verify anatomical landmarks. There was a delay of less than 1 hour.